Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. It was reported to philips that the remote alert occurred with image processing pc (ippc) memory during the frontal application. The philips remote service engineer inspected the system remotely and confirmed that the ippc failed to boot up. Analysis of the system log files showed frontal ippc memory failure errors. Rse instructed the customer to reseat the connection. After reseating the connection, the system was returned to good working condition. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the responsible organization of the allura xper fd series equipment must institute a routine user checks program. The responsible organization of the allura xper fd series equipment shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that a remote alert occurred regarding an image processing computer memory failure. There was no reported patient or user harm. The field service engineer replaced the frontal image processing computer and returned the system to use in good working order.